Manufacturer narrative:
Evaluation summary: (B)(4):the full lead was returned, analyzed and no anomalies were found. (B)(4): the lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, the defibrillator conductor was cut, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), the bilumen tubing had a void (non electrical), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer tubing had cosmetic environmental stress crack breach (non electrical), the outer insulation was breached cut, outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism,he lead was flexed and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Infection was reported and the right ventricular lead had a fracture in the pace/sense portion and was removed with the system. During the implantation of the new system the left ventricular lead could not get across to the desired position as the coronary sinus narrowed. This lead was then removed and replaced with a different lead. No patient complications were reported as a result of this event.